Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she had cramping and diarrhea which resulted in 2 accidents a day prior to this call. The patient declined transfer and stated it has since improved. If additional information is received, a follow-up report will be submitted.